Event description:
It was reported that there was a perforation. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was used and a watchman laa closure device & delivery system (wds) was selected to be used. It was reported that the was was introduced into the body and placed in the laa using a pigtail. Once the physician was at the depth that was required for the device, the physician removed the pigtail. When this was done the sheath jumped forward and perforated the left atrial appendage. The physician called the surgeon in to evaluate. At this time, there was no effusion noted. The surgeon felt it was best to clip the laa and surgically repair the perforation. The patient was prepped and the surgery was completed successfully. The patient is stable and recovering well. The watchman procedure was not finished, no implantation of the device occurred.